Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 - additional information: the reporter contacted animas on 05/04/2015 with the following additional information: it was reported that the radio frequency communication between the pump and the meter remote was failing during bolus delivery. There was no allegation of an adverse event with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: the original complaint was reported on (B)(6)2015. According to the pump history, the pump was in use until (B)(6)2015. Therefore, all data for the time of the complaint has been overwritten. The available pump history and black box showed no evidence of a delivery malfunction. During investigation, the pump was exercised for 12 hours with no errors or warnings occurring. The pump passed all required testing for delivery accuracy. The complaint of inaccurate delivery was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.